Manufacturer narrative:
The ge svc rep was unable to duplicate the problem. He verified proper workstation dc voltages, all checks o.k. He replaced handswitch and interface pcb and verified proper operation of system, all checks o.k. The system operates as MFR intended.

Event description:
The customer reported that the system would not terminate x-rays after releasing the handswitch.